Event description:
Twice within the first 30 minutes of an oxaliplatin infusion, the ctsd connector disconnected from the patient's left chest port. On the first occasion, the patient was eating soup. One the second occasion, the patient stated he had not moved at all. After the second disconnect, the rn placed the provided infusion clamp over the connection point. The clamp was used for all subsequent chemotherapy infusions that day and no further issues occurred.